Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 475 (mg/dl) and ketones. Customer changed infusion set to address elevated bg level. System check with tandem technical support indicated that the pump was performing as intended. Customer declined any further troubleshooting on the reported issue.